Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Catalog #: complete catalogue is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon has bilateral symphony patient whose first (left) eye (model zxr00) is implanted with an excellent outcome. Right eye was implanted, and 2 months out is 20/30 and patient has been experiencing nighttime glare. There is some observable posterior capsular opacification (pco) in the second eye (right eye). Additional information was received, and it was learnt that the patient has very mild dry eye which surgeon is treating with oasis tears plus every two hours. No epithelial basement membrane dystrophy (ebmd). Patient has 2+ pco in his right eye and has a refractive error of +75 -100. His left eye was reportedly nearly plano which surgeon thinks has only a quarter of astigmatism. The right eye with the secondary cataract obviously has much more glare and halo but both have long streaks of halo at varying locations. Reportedly per patient he sees great in day, but his night driving is horrible. Per surgeon patient will do better with the pco removal, however is unsure whether he can live with the halos. He is about 2 months post op. Patient was prescribed with driving glasses with anti-reflective coating. Patient notices an improvement but still has the long streaks. Reportedly an explant may be required. This report will capture information for patient's right eye. Another report is being submitted for patient's left eye. No further information provided.